Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant products: 4076 x2 implantable pacing leads (B)(6) 2012.

Event description:
It was reported that the left ventricular (lv) lead had a sudden rise in thresholds from 1.8 to 3.5. The lv lead was electrically abandoned and remains implanted. It was noted that the patient is taking part in (B)(6) study. No patient complications have been reported as a result of this event.